Manufacturer narrative:
The customer's products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. The serial number and therefore the device manufacturer date are unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that on (B)(6) 2016 at 3:32 pm she performed a test with her adc blood glucose meter and received a result of 73 mg/dl that was higher than she felt. Approx 5 minutes after testing, the customer reported she was "shaking and couldn't remember anything." The customer's mother called for an ambulance, but the customer experienced a loss of consciousness prior to the paramedics arrival. Upon arrival paramedics tested the customer with their meter and received a reading of 30 mg/dl. The customer was treated by paramedics with a "sugar shot" and "IV fluid". She was taken to a hospital and reportedly diagnosed with hypoglycemia, although the customer denied receiving any treatment at the hospital. The customer stated she was advised by her doctor to change her dosage of levemir insulin to 40 units in the morning and 40 units at night, and that "humalog will now be on a sliding scale" (customer did not provide previous dosage information.) There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1604706) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed. This also serves as a correction report. (Test strip lot number) was incorrectly documented in the initial MDR 30 day report.

Event description:
A customer reported that on (B)(6) 2016 at 3:32 pm she performed a test with her adc blood glucose meter and received a result of 73 mg/dl that was higher than she felt. 5 minutes after testing, the customer reported she was ''shaking and couldn't remember anything.'' The customer's mother called for an ambulance, but the customer experienced a loss of consciousness prior to the paramedics arrival. Upon arrival paramedics tested the customer with their meter and received a reading of 30 mg/dl. The customer was treated by paramedics with a ''sugar shot'' and ''IV fluid''. She was taken to a hospital and reportedly diagnosed with hypoglycemia, although the customer denied receiving any treatment at the hospital. The customer stated she was advised by her doctor to change her dosage of levemir insulin to 40 units in the morning and 40 units at night, and that ''humalog will now be on a sliding scale'' (customer did not provide previous dosage information.) There was no report of death or permanent injury associated with this event.